Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: blower temperature sensor cable not properly connected to mainboard. Correction: reconnect flat cable to mainboard connector. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: (B)(4) (blowertemperaturesensordefect) during start-up.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: blower temperature sensor cable not properly connected to mainboard. Correction: reconnect flat cable to mainboard connector.

Event description:
The following was reported to hamilton medical ag: summary: tf 232006 (blowertemperaturesensordefect) during start-up.